Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On 10/16/2025, it was reported by a sales representative via (B)(4) that an ar-8927dsc corkscrew ft, disp handle tap came apart. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.